Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that the outer wrap of the gown ripped. No additional information provided.

Manufacturer narrative:
The device history record for ah5295c was reviewed and the product was produced according to product specifications. Visual inspection was performed on the sample received. The sample arrived with the form fill & seal (ffs) package open, for product code 90112 and lot number ah5295c. The sterile wrap was still assembled on the gown, and a tear was noted on the packaging. The sterile wrap was removed and reviewed. The packaging tear was observed to be similar to the kind of tear caused by a knife. The gown was reviewed and no defect was found on it. The complaint was confirmed with unknown confirmed root cause, as it could not be determined if the tear occurred during the packaging process or after. Expiration date = n/a. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).